Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any adverse consequences that affected the patient because of the reported event? -no adverse effects for the patient were reported by the surgeon. He was forced to cut more bone off the calcar to retrieve the broach, but the surgical outcome was not affected. B. Was there a surgical delay? If yes, what is the duration of the delay? -yes, there was about an hour delay in the procedure so that the surgeon could retrieve said broach.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depuy actis broach size 5 was being utilized in conjunction with the kincise and anterior broach adapter. When the surgeon attempted to extract the broach from the femoral canal after trailing, the peg on the broach broke off leaving only a small nub. This rendered all broach adapters unable to attach to the now stuck broach. Forced to trim down calcar and use vice grips and slap hammer to retrieve the stuck stem. The broken peg was also retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that the depuy actis broach size 5 was being ultized in conjunction with the kincise and anterior broach adapter. When the surgeon attempted to extract the broach from the femoral canal after trialing, the peg on the broach broke off leaving only a small nub. This rendered all broach adapters unable to attach to the now stuck broach. Forced to trim down calcar and use vice grips and slap hammer to retrieve the stuck stem. The broken peg was also retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the actis broach sz 5's surface: 1) the post had broken off from the device's body and the broken fragments were not returned for evaluation; 2) the cutter edges were found deformed, particularly near the broken post; 3) scratches were observed on the distal portion of the device, making the product information illegible; and 4) the overall device surface exhibited signs of heavy usage. The observed conditions can be traced to unintended use error by improper handling or care of the device. For the breakage observed, damage is consistent with a mix of a misaligned assemblance and eccentric loading applied beyond the material limit, resulting in high stress, low cycle fatigue fracture. For the deformations and the scratches observed, types of damage are consistent with other tools and hard edges coming in contact with the device, as well as excessive force applied and overload of the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the fracture observed, it is reasonable to confirm the inability to assemble with its mating device. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. Device history review ==> a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 health effect clinical code and medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported that the depuy actis broach size 5 was being utilized in conjunction with the kincise and anterior broach adapter. When the surgeon attempted to extract the broach from the femoral canal after trialing, the peg on the broach broke off leaving only a small nub. This rendered all broach adapters unable to attach to the now stuck broach. Forced to trim down calcar and use vice grips and slap hammer to retrieve the stuck stem. The broken peg was also retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the actis broach sz 5's surface: 1) the post had broken off from the device's body and the broken fragments were not returned for evaluation; 2) the cutter edges were found deformed, particularly near the broken post; 3) scratches were observed on the distal portion of the device, making the product information illegible; and 4) the overall device surface exhibited signs of heavy usage. The observed conditions can be traced to unintended use error by improper handling or care of the device. For the breakage observed, damage is consistent with a mix of a misaligned assemblance and eccentric loading applied beyond the material limit, resulting in high stress, low cycle fatigue fracture. For the deformations and the scratches observed, types of damage are consistent with other tools and hard edges coming in contact with the device, as well as excessive force applied and overload of the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. Device history review ==> a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.